Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Lumbar fusion procedure. The tightener is not engaging the expedium pedicle screws. The surgeon persisted with the tightener and managed to tighten all screws with a great deal of effort. Procedure was completed successfully with 10 minutes delay. No adverse event reported. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.